Event description:
Customer reported a no delivery alarm during the manual prime. The blood glucose reading was not known. Customer was advised to disconnect and reconnect the tubing and reservoir and manually push insulin very slowly through the tubing with the plunger. Customer stated that insulin did exit. She was advised to rewind the insulin pump, reinsert the reservoir and run a manual prime of 5 units and customer stated that the insulin pump did alarm for no delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, prime test and excessive no delivery test. No excessive no delivery alarm. The device was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.